Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. The power management tool was confirmed with the unloaded voltage and loaded voltage was within specifications range. There was no unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm during testing nor in the pump trace download. The insulin pump met specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had unexpected battery power loss on insulin pump. The customer blood glucose level was unknown.. The insulin pump will be returned for analysis.